Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02407 pertains to the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted during a procedure on (B)(6), 2011. According to the complainant, the patient experienced pain, erosion of bodily tissue, dyspareunia, and other complications (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.